Manufacturer narrative:
No product will be returned per customer. The customer complaint of set leak at drip chamber was not confirmed. A picture was provided showing an arrow pointing from where the pvc tubing to the drip chamber blood filter top cap inlet port was leaking. The root cause of this failure was not identified.

Event description:
The customer reported that the blood set started to leak at the top of the drip chamber. Even though the staff did continue to work with the tubing set to complete the blood transfusion. There was no patient harm.